Manufacturer narrative:
The product is expected to be returned for analysis. This report will be updated upon return and completion of analysis.

Event description:
It was reported that the patient implanted with this pacemaker presented to the hospital after feeling diaphragmatic stimulation. The device was interrogated and was found to be operating in safety mode. The patient was admitted to the hospital and a device replacement was planned for the next two days. No additional adverse patient effects were reported. Additional information was received from the distributor representative. The device was explanted and replaced with a non-boston scientific pacemaker two days later. No additional adverse patient effects were reported. The explanted device was expected to be returned for analysis.